Event description:
It was reported that the temperature did not go down in an arctic sun device. Per review of wo on 16apr2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. Root cause could not be determined as the reported issue could not be duplicated during evaluation. After tested the device several times, it works correctly and cool the water normally. The error could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, e, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature did not go down in an arctic sun device. Per review of wo on 16apr2025, there was no patient involvement.